Manufacturer narrative:
Patient city -(B)(6).

Event description:
Reference number (B)(4). Event occurred in the germany it was reported on (B)(6) 2024 that infusion set tubing got detached from tubing-tubing connector which results into the replacement of device. The insertion site was at upper leg. Duration of infusion set used was for 2 days. No further information available.